Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer treated for the low blood glucose readings with glucagon tablets. The customer was taken to the emergency room shortly after midnight. The customer stated that he was sleeping when his wife woke him up and realized that he had low readings. The customer will be sent a replacement sensor and vial of test strips. The customer was advised that the pump does not alarm sensor glucose versus blood glucose.